Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the distal right coronary artery (rca) with moderate calcification and moderate tortuosity. The 3.50x48mm xience xpedition stent delivery system (sds) was attempted to be advanced to the target lesion; however, failed to advance due to the lesion. Resistance was noted with the guide catheter during removal and the proximal struts were noted to be flared. There was no adverse patient effect and no clinically significant delay reported in the procedure. Additional dilatation following by implantation of another same size xience xpedition stent successfully completed the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational context. The reported material deformation was confirmed. The reported difficult to remove could not be tested due to the device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the distal right coronary artery (rca) with moderate calcification and moderate tortuosity. The 3.50x48mm xience xpedition stent delivery system (sds) was attempted to be advanced to the target lesion; however, failed to advance due to the lesion. Resistance was noted with the guide catheter during removal and the proximal struts were noted to be flared. There was no adverse patient effect and no clinically significant delay reported in the procedure. Additional dilatation following by implantation of another same size xience xpedition stent successfully completed the procedure. No additional information was provided.